Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient implanted for spinal pain. The hcp reported that the patient came to the hospital and was diagnosed with an infection on (B)(6) 2019. They stated that they are unsure if the device is the source of infection and would like to do an MRI to determine the source of infection. The hcp added that the location of the infection is in the patient¿s blood and urine. No further complications were reported or anticipated.